Event description:
It was reported to philips the device had a charge button failure during the operational check. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.